Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17119. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was over-sensing noise resulting in inappropriate mode switching. The patient's ventricular lead was also found to be exhibiting high capture threshold. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of high threshold could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Final analysis did not find any anomalies. The cut end of the lead was found to be consistent with procedural damage.

Event description:
New information received notes that the patient's atrial lead and right ventricular lead were explanted.